Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a blood back. There was no patient harm was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and verified the reported malfunction. Fse inspected unit and found no blood intrusion had fully passed through the safety disk. Replaced the pim and the safety disk. Unit passes all functional, electrical and safety tests per factory specifications. Returned to customer this report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).